Manufacturer narrative:
Patient city:(B)(6). Patient country: turkey since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure

Event description:
Reference number (B)(4). Event occurred in turkey. It was reported that the patient experienced a cannula issue with an infusion set. The cannula was crimped. The event occurred on 06-aug-2024. The insertion of site was buttocks. Infusion set was used for 1 day. No further information was available.